Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bilateral endoscopic sinus surgery and bilateral nasal polypectomy, when the turbinate was moved down and fixed, the end of needle was broken near the needle eye. Another device was used to resolve the issue in order to complete the case. There was no patient injury.